Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a00009118.

Event description:
It was reported the patient's lead migrated from having an unrelated surgery. Investigation was unable to determine which one of the leads attributed to the event. In turn, surgical intervention was undertaken where the lead was removed but the physician was unable to get a new lead in. Patient now has one lead implanted and effective therapy.